Manufacturer narrative:
Physio-control determined that the likely cause of the reported issue was due to loose battery pins.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and found a loose battery pin. The battery pin was replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use reported with the event.